Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient tried to plug in the merlin@home transmitter, the transmitter lights would not turn on and the transmitter would not power up. Inspection of the device prongs revealed that they were gold and burnt. A replacement device was ordered. There were no reported patient symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.